Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported event by review of the american association of bioanalysts (aab) testing results as well as the multi analyte control (mac) level 1 high results. The fse performed a visual inspection on the analyzer and identified the analyzer was in need of deep decontamination. The fse cleaned and lubricated all of the moving parts as well as added new wash, diluent and substrate. The fse validated the analyzer by running calibration and quality control (qc) with results within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. A complaint history and lot history review through aware date of event for similar complaint was performed for lot number e91c7a2. There were no similar complaints identified during the searched period. A complaint history and lot history review through aware date of event for similar complaint was performed for lot number ey1c7a3. There were no similar complaints identified during the searched period. The progesterone ii (prog ii) st aia-pack analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog ii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from rheumatoid arthritis may interfere with the assay. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack prog ii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The progesterone iii (prog iii) st aia-pack analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to biological contamination, cause traced to maintenance.

Event description:
A customer reported failing 2025 american association of bioanalysts medical laboratory evaluation (aab-mle) m2 event testing for sample 10 progesterone (prog ii) on the aia-900 analyzer. The customer stated they also failed american association of bioanalysts (aab) mle m1 2025 testing sample 3 for prog ii in the first quarter of 2025, however, tosoh was not notified of failure at time of occurrence. Technical support specialist (tss) confirmed the reported issue by reviewing the customer provided results for both aab-mle m1 and aab-mle m2 testing. The customer stated that quality control (qc) had been fluctuating, however remained within package insert range. The last decontamination was performed (B)(6) 2024. The customer denied immediate service due to suspecting the problem occurred when using progesterone ii test cup lot number e91c7a2. Tss sent multi analyte control (mac) and new prog ii test cup lot number ey1c7a3 to the customer for troubleshooting. Tss followed up with the customer at a later date and the customer stated the mac controls were ran with both the old test cup lot and new test cup lot, both lot results were within package insert range for all three mac levels, however, mac 1 result was on the high end of range for both lot numbers. Tosoh quality lab passed all five proficiency samples for aab-mle m2 testing for prog iii. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.